Manufacturer narrative:
(B)(4)

Event description:
It was reported that high impedance was observed during device replacement. Other parameters were observed to be normal. The physician stopped the surgery and decided to replace the lead the following day. The patient condition was stable.